Event description:
A report was received that the patient experienced numbness in the right leg and ended up falling. The patient went to the emergency room (ER) and was then in bed for eight weeks. The patient believed it was device related. No further information could be obtained.